Manufacturer narrative:
The initial MDR filed with manufacturer report number 2112667-2020-02439 was filed in error as it was a duplicate of 2112667-2020-02371. H3 other text : the initial MDR filed with manufacturer report number 2112667-2020-02439 was filed in error as it was a duplicate of 2112667-2020-02371.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Moisture was cleaned from the flow sensors to resolve the reported issue. No patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported elevated co2 readings. There was no report of patient injury.